Event description:
On 02/04/2000, the facility's or material's management informed the distributor's marketing manager of the following: the physician was going to implant the device and saw that the outlet stem on the device was broken off. No further details were provided.